Event description:
Unomedical reference number (b)(40. Event occurred in the united states. The patient reported that the tubing and the infusion set was not staying connected and was always loose and insulin was not going through. The event occurred when the patient was at work. The patient was wearing pump on left side of the waistband. The location of detachment was at quick release. The patient was using infusion for 12 hours after changing set. The patient reported there was no stress or pull on the tubing and the pump wasn't dropped with the set connected to their body. No further information available.